Event description:
A customer treating a pt with the model 3100 a reported that the power knob setting/readout required a higher setting than usual for the oscillatory pressure that was being delivered. The pt was placed on another 3100a without compromise, the 3100a did not appear to be operating incorrectly, however.